Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins) for parkinsonian tremor. It was reported that the patient's ins discharged and they experienced loss of therapy, since they could not charge. It was noted this was not an overdischarge. There was a sudden return of symptoms. No further complications were reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37791, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
2017 (B)(6): it was reported that the patient's device kept displaying the thermometer icon every time the patient tried to charge. It was unknown if there was an external source (i.e., blankets, pillows, etc.) That could have potentially been a cause of the icon. 2017 (B)(4): additional information was received from the healthcare provider indicating the patient had the same thermometer icon displayed while using their replacement insr antenna. 2018 (B)(4): follow-up information was received from the hcp reporting that the cause of the persistent thermometer screen was unknown. The hcp reported that a new power cord was requested and received but did not resolve the issues. The hcp reported that they then replaced the recharger and the replacement recharger resolved the issues, and the patient was able to charge the ins and turn it back on. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the recharger (serial no. (B)(4)) found a damaged recharger board and damaged antenna. Conclusion code updated from (B)(4) to (B)(4). Result code updated from (B)(4) to (B)(4) and (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37791, product type: recharger. Product ID: 37651, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.